Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination found no abnormalities in placed that could be visually confirmed, the reported issue was not confirmed, and operation confirmation did not find any abnormalities with the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic (laparoscopic colectomy) procedure, the visera elite video system center exhibited error e218, and the image became grayed out. Subsequently, in about two or three minutes, the error was canceled, and the image returned to normal. The intended procedure was completed using the same device. There was no harm or user injury reported due to the event. This report tis part one of two related events. (Patient identifier : (B)(6).

Manufacturer narrative:
Updated: g2, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿grayed out image¿ and e218 error could not be reproduced and the root cause could not be identified, however, since the e218 error reportedly occurred, it is possible that an error occurred in communication with the scope, resulting in the grayed out image. Olympus will continue to monitor field performance for this device.